Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rv lead extraction procedure, the patient's vena-cava was damaged. Emergency heart surgery procedure was conducted in very difficult conditions. It was later reported that the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
The cause of the procedure was infection.